Event description:
Device was implanted in 1996, for treatment of osteoarthritis. Pt recovered uneventfully and experienced the functional restoration of the joint for 7 years. Pt began to experience knee pain about april 2003. An exploratory/assessment arthroscopy was performed in 2003, in which it was observed that the "post" had broken and detached from the articular surface. The broken piece was retrieved during the same arthroscopic procedure with no add'l intervention.